Event description:
Dr layered floseal/surgicel/floseal on the vaginal cuff, and the patient developed an infection. Additional information from doctor's office stated floseal was used intra op after removal of the uterus on top of the vaginal cuff. The patient then developed a pelvic abscess. Surgicel was also applied to the vaginal cuff. Procedure done in 2006 tah bso/ abdominal hysterectomy. In 9 days before patient went back to surgery for drainage of a pelvic abscess and the surgeon noticed white calky stuff around vaginal cuff. Two day later, the patient went in again for a vaginal drain.

Manufacturer narrative:
The use of floseal is not recommended in infected/contaminated areas, or for control of gynecologic bleeding. The use in contaminated areas may induce or facilitate infection (including abscess formation). The floseal IFU adequately covers these warnings, we just need to retrain the surgeon and make sure he/she is aware about these warnings. The misuse of the product in this specific case may have caused or contributed to the abscess formation. Retraining description: warnings of use of floseal in infected/contaminated areas, as well as not to be used for controlling post-partum bleeding or menorrhagia.